Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed multiple bends and kinks throughout the catheter length. The shaft showed a stretched area located 2.5cm from the hub to 4.5cm distal. No shaft fracture was noticed. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use. During the course of the procedure, it was noted that the catheter broke. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use. During the course of the procedure, it was noted that the catheter broke. The procedure was completed with another device. No patient complications were reported.